Event description:
Device issue: suture break/torn. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, when the needle plunger was removed, the suture was "torn" away from the needle and the suture remained in the proglide device. An attempt to remove the sutures through the exit ramp resulted in the sutures being "torn off and damaged" with the knot being pulled out from the device. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.